Manufacturer narrative:
The device was returned for analysis. The reported deflation issue was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues as the issue was not confirmed during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.lot number was changed from 8042541 to 804254a.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. A 3.50x28mm xience sierra stent was inflated two times at nominal pressure and deployed, the device was held for 30 seconds on negative in attempts to deflate the balloon. However, it took a longer time to deflate the balloon than usual. After the balloon deflation was confirmed, the delivery system was removed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.